Event description:
It was reported that during a laparoscopic cholecystectomy, received a handpiece error. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.